Event description:
Lpn was removing the autoshield from the insulin pen and the autoshield spring broke causing the autoshield casing to break and the metal in the casing to cut the nurses finger. (B)(6).